Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.

Manufacturer narrative:
The device was not returned. A review of the lot history record could not be performed as the part and lot information is not available. Based on the information available, the reported difficult or delayed positioning (leaflet grasping) was due to challenging patient anatomy. The reported mitral stenosis was also due to anatomy. The reported patient effect of mitral stenosis as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures.there is no indication of a product quality issue with respect to manufacture, design or labeling. The UDI is unknown because the part number and lot number were not provided.

Manufacturer narrative:
(UDI #): in the absence of a reported part number, the UDI number cannot be calculated. The device remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature titled, transcatheter edge-to-edge mitral valve repair for annuloplasty ring dehiscence: the peri-ring approach.

Event description:
This is being filed to report the mean gradient pressure increased to 8 mmhg with clip deployment. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with grade 4+. The (B)(6) male patient had undergone 1 vessel coronary bypass grafting surgery and mitral valve annuloplasty repair with a ring 2 years before. The clip delivery system (cds) was advanced to the mitral valve and crossed through the ring without difficulty. Several attempts to grasp the posterior leaflet were unsuccessful due to the anatomy. The clip was re-positioned, and a successful grasp was obtained. The clip was deployed at a2/p2 reducing mr to 1+ with gradient of 8 mmhg. There were no complications and the patient's condition improved, diuretics and inotropes were down-titrated allowing the discharge home 1 week later. One-month follow-up the patient remained stable with sustained mr reduction. Details are listed in the attached article, transcatheter edge-to-edge mitral valve repair for annuloplasty ring dehiscence: the peri-ring approach. No additional information was provided.